Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the digital pcb assembly caused an excessive off current which depleted the device's internal hybrid layer capacitor (hlc) batteries. The digital pcb assembly was evaluated and it was determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u13 on the digital pcb assembly. This ic chip, designator u13 had an excessive off current and depleted the hlc batteries. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device showed the charge-pak and attention icons in the readiness display. From the downloaded electronic device data it was observed that the device rapidly depleted its internal hybrid layer capacitor (hlc) batteries. Therefore the device might not provide defibrillation therapy when required. There was no report of patient use associated with the reported event.